Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Dealer is stating his consumer is urinating on the tilt actuator and has already gone through 4 of them, now on the 5th. MDR filed.